Manufacturer narrative:
The device was evaluated and found to be within specification.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a gutta fusion oven, when removing it from the socket only, happened to cause an electric shock; no injury resulted.